Event description:
The customer alleged that she performed control tests and received a result of 64 mg/dl. The normal control range was 109-150 mg/dl. No adverse events were alleged. The customer declined to troubleshoot and just insisted her meter be replaced. No product will be returned.